Event description:
It was reported that the customer had an elevated blood glucose (bg) beginning on (B)(6) 2026 and was taken to the hospital via life flight on (B)(6) 2026 and admitted to the intensive care unit (ICU). Reportedly, an unspecified malfunction alarm occurred. The customer experienced a glucose (bg) level of 1200 mg/dl and high ketones identified as dangerous by a healthcare professional. Reportedly the customer experienced kidney damage. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged, (B)(6) 2026 with the issue resolved and no permanent damage.